Event description:
It was reported that the patient had two inappropriate shocks due to supra-ventricular tachycardia. The shock impedance was 144 ohms. The malfunction is not likely to cause or contribute to a serious injury. There were no additional adverse patient effects. The system remains implanted.